Event description:
A patient who was implanted with elevate graft in 2009, is experiencing after 4 and a half months bilateral pain radiating to the buttock, which practically makes it impossible to sit to scan, the pain on palpation is selective sacrospinous ligament, where is placed the elevate graft.